Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient presented for post operative check to place healing collars. Upon examination it was found that implant was loose and implant was removed.